Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the image was not displaying due to damage to the image guide bundle. However, a definitive root cause for the image guide bundle damage could not be established but it is a known inherent risk of device. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the broncho fiber videoscope was not displaying an image. There were no reports of patient involvement.